Manufacturer narrative:
(B)(4). The device is undergoing an evaluation, but has not yet been completed test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 291 and 227/dl. The expected fasting blood glucose test result range is 100 -140 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 2/17/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). He only runs his blood once to twice a day before meals and getting high results and then of course double checking the results and getting erratic results.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 291 and 227/dl. The expected fasting blood glucose test result range is 100 -140 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 2/17/2020 and open vial date is october 2018. The meter memory was reviewed for previous test result history: result 1:144mg/dl(B)(6)7:57am fasting. Result 2:134mg/dl (B)(6)9:19am fasting. Result 3:91mg/dl (B)(6) 2:31pm fasting. Result 4:227mg/dl(B)(6)10:00am fasting. Result 5:91mg/dl (B)(6) 10:00am fasting. Result 6 291mg/dl (B)(6) 9:55am fasting. He only runs his blood once to twice a day before meals and getting high results and then of course double checking the results and getting erratic results.